Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. (B)(4), is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. (B)(4).

Event description:
The user facility reported that while attempting to insert the device into the guiding catheter for thrombus aspiration, the shaft of the monorail section was observed to be frayed. Upon inspecting the sample received by the manufacturer, a tear was noted in a portion of the product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. While attempting to insert the device into the guiding catheter for thrombus aspiration, it was observed that the shaft of the monorail section was frayed. Investigation result: visual inspection - only eliminate (hereafter referred to as the involved device) itself was returned as the involved device. When observing the appearance of the involved device, the following findings were observed: a deformation from the outside to the inside was observed at 1.4 cm from the distal tip. A tear in the guidewire lumen was observed between 4.8 cm to 8.3 cm from the distal tip. Crushing deformations were observed at 16.3 cm, 111.1 cm, 123.4 cm from the distal tip. Appearance of the involved device: a deformation from the outside to the inside was observed at 1.4 cm from the distal tip. A tear in the guidewire lumen was observed between 4.8 cm to 8.3 cm from the distal tip. Crushing deformations were observed at 16.3 cm, 111.1 cm, 123.4 cm from the distal tip. No appearance abnormalities were observed at the distal tip of the involved device. A deformation from the outside to the inside was observed at 1.4 cm from the distal tip of the involved device. Involved device: tear in the guidewire lumen around 4.8 cm from the distal tip. A tear in the guidewire lumen was observed around 4.8 cm from the distal tip of the involved device. Involved device: tear in the guidewire lumen around 8.3 cm from the distal tip. A tear in the guidewire lumen was observed around 8.3 cm from the distal tip of the involved device. Involved device: crushing deformation at 16.3 cm from the distal tip. A crushing deformation was observed at 16.3 cm from the distal tip of the involved device. Involved device: crushing deformation at 111.1 cm from the distal tip. A crushing deformation was observed at 111.1 cm from the distal tip of the involved device. Involved device: crushing deformation at 123.4 cm from the distal tip. A crushing deformation was observed at 123.4 cm from the distal tip of the involved device. Simulation test: using eliminate and a ptca trainer, we attempted to reproduce the gw lumen tearing that occurred in the involved device. Method: (1) set a guidewire of the appropriate size on the eliminate (sample) and insert a guiding catheter of the appropriate size into the ptca trainer. (2) perform guidewire operation and form a loop on the combination guidewire. (3) in this state, perform the removal operation of eliminate (sample). A. After a loop was formed on a guidewire, it continued to pull against resistance. B. B. Guidewire lumen began to be torn from the proximal port of it. C. Guidewire lumen was torn over the whole length, and the distal radiopaque marker of eliminate became torn off. Result: as a result of the simulation test, the guidewire lumen was torn, and the distal marker was detached. The guidewire lumen was torn, and the distal marker was detached. Inspection of manufacturing records: in our company, for eliminate, we perform visual inspections, etc. By sampling each raw material lot of tubes and each production lot. In addition, we perform visual inspections toward all eliminate before assembling the holder. The device history records of the lot 240100270 were reviewed, no abnormalities that might cause the tearing of guidewire lumen, catheter crushing and deformations were found. Presumed cause: when observing the appearance of the involved device, the following findings were observed: a deformation from the outside to the inside was observed at 1.4 cm from the distal tip. A tear in the guidewire lumen was observed between 4.8 cm to 8.3 cm from the distal tip. Crushing deformations were observed at 16.3 cm, 111.1 cm, 123.4 cm from the distal tip. Based on past experience, it has been known that when performing a removal operation of our product eliminate while the combination guidewire is in a stuck state, the gw lumen may tear, and the distal marker may detach. As a result of the simulation test, when the removal operation was performed with the guidewire forming a loop, the guidewire got stuck on the exit port, caused the guidewire lumen to tear and the distal marker to detach. As a result of reviewing device history records, there were no abnormalities that could cause the tearing of guidewire lumen, catheter crushing and deformations. Based on the above results, it was considered possible that the tear in the guidewire lumen observed on the involved device occurred during the removal operation while the guidewire was in a looped state. Next, the tears in the guidewire lumen, crushing of the catheter, deformation, etc., observed on the involved device were considered to have occurred during use after shipment from our company.